Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported pre-operatively that the didn't close. The door inner covers were broken. The door doesn't close entirely, it seemed that something mechanically was preventing the door to close all the way. The next step was to adjust the door covers. Imaging was aborted causing less than an hour delay to the case. There was no reported impact to the patient. Additional information received reported that the site could not close the door manually and were unable to use the system.

Manufacturer narrative:
The system was serviced in the field, and inner covers were in bad condition. Fluoro/rad/2d long film gain calibration was done as well as invalidate home calibration. Lateral wheels were also cleaned for bad movement. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: kit svc o2 serial number: (B)(4), product type: inner gan cvr kit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) correction: additional concomitant product added. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Additional information that was omitted from the initial report regarding the work order, was that there was something interfering with the door closing. The door height was slightly adjusted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.